Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26 mm sapien 3 valve by tf approach, there was a leak on the handle of the commander delivery system and there was a partial deployment of the balloon (around 20%). It was inflated again and the balloon was properly inflated. There was no consequence for the patient.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. There was a complete break on balloon shaft under strain relief. The returned device was visually inspected and a complete separation on balloon shaft under strain relief was found. A leak was confirmed under balloon shaft strain relief at the y-connector, which resulted from a complete break on the balloon shaft distal to y-connector. No other abnormalities observed. The balloon shaft outer diameter (od) distal to the y-connector bond met specification. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified. A review of complaint history from may 2015 to april 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of april 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage does not exceed the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. Investigation into the issue did not reveal any evidence to support an edwards lifesciences manufacturing process contributed to the issue. This crack could only be duplicated when the balloon shaft is subjected to a sudden compression load, which is not representative of clinical use conditions. The issue was determined to be related to fracture of the balloon shaft of the delivery system at the reflow joint. The design of the shaft is owned and was developed by edwards lifesciences, however it is manufactured by a supplier. The balloon shaft has segments of nylon fused together utilizing a reflow process at the supplier. A joint where two segments had been reflowed together was determined to have cracked. The manufacturing configuration of the component was determined to have likely contributed to the crack. A modification to this manufacturing configuration was identified as a preventative measure for future cracks. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action.